Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Date of event: unknown. Patient information: not available - privacy protection. Samples received: (B)(4) unopened units. Analysis and results: there was one previous complaint of this code batch for another issue (was closed as not confirmed after the analysis). We manufactured and distributed in the market (B)(4) units. There are no units in our stock. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 4.62 kgf in average and 4.39 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported by the healthcare professional "the thread broke during surgery".